Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sram chip was cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The sram chip was cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.